Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the ventral abdominal incision came apart necessitating another surgical procedure to debride infected tissues and reclose the incision, and had to seek 24 hour emergency care. The patient wound dehiscences.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. The visual inspection and functional evaluation of the sample had acceptable results. A review of the device history record (DHR) indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.